Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4) displayed ua16 (timeout moving to take-up position) error message" was confirmed during functional testing and archive data review. The root cause was due to a seized brake gap. Upon visual inspection, noticed damage on the front enclosure of the platform, unrelated to the reported complaint. The front enclosure was replaced to remedy the issue. The physical damage appear to have been caused by user mishandling. The platform failed initial functional testing due to ua16 (timeout moving to take-up position) error message. The archive data review showed occurrence of ua16 error message on the customer reported event date. The root cause was due to a seized brake gap. Brake gap was cleaned and adjusted to remedy the fault. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4) displayed ua16 (timeout moving to take-up position) error message and the user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (B)(4) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, the autopulse platform (B)(4) displayed ua16 (timeout moving to take-up position) error message and the user was unable to clear the error message. No known impact or consequence to patient information was available.